Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image/image noise issue could not be determined, however, the issue was likely the result of a damaged image sensor unit due to repetitive use stress, a faulty component on the circuit board, external factors, user handling/mishandling and or handling, external factors. The event can be detected by following the instructions for use section which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment inspection of endoscopic images ¿check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: the bending section cover had a scratch. The adhesive on the bending section cover had a chip. Due to damage on forceps elevator lever, the bending section could not be fixed firmly. Due to damage on ccd unit, the image had black dots. The video connector had a scratch and a crack. The video connector case had a scratch. The light guide-cover glass had a scratch. The light guide connector had a scratch. The right-left lever had a scratch. The switch1 had a scratch. The switch2 had a scratch. The angulation lever had a scratch. The forceps elevator lever had a scratch. The right-left plate had a scratch. The up-down plate had a scratch. The grip had a scratch. The control unit had a scratch. The switch1 had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the distorted image occurred while using the endoeye flex deflectable videoscope. It is unknown when the reported issue was observed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: noise occurred due to damage to the imaging unit, and the image did not appear. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.